Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that surgical intervention took place where the issue was resolved after the ipg was explanted and replaced.

Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: this record should not have been made reportable. Patient code should have been (B)(4) - no known impact or consequence to patient". Device code should have been " (B)(4) - adverse event without identified device or use problem.

Event description:
Additional information indicated that the ipg was providing effective therapy. Ipg will be replaced due to recharge burden.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 method code "devise not accessible for testing" was changed to "device not returned"